Manufacturer narrative:
H3/h6: no device was returned for analysis. Service history review noted there were no previous repairs were within the last 12 months. The history log was not provided and therefore could not be reviewed. As no product was returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. The investigation was therefore unable to determine a probable cause of the reported issue.

Event description:
It was reported that the device was not recognizing the cassette. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.